Event description:
Dealer states if you turn the spj+ all the way to the right the chair stops driving, and go back to any other position and the chair drives fine again. Dealer got a quote for the spj+ joystick. No further information provided.